Manufacturer narrative:
The manufacturer previously reported the active exhalation control module was replaced to address a failed test step issue. The component was not replaced. The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module was replaced to address the issues.